Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date and a sling was implanted. The patient reported urinary retention and pain after surgery. A 1 cm piece of mesh was removed surgically on (B)(6) 2012, and the physician reported the mesh was tight and scarred in. The urinary retention resolved, but the patient continued to complain about pain, so a second removal procedure was done on (B)(6) 2012. The surgeon reported that he was able to remove the mesh on the left side, but the right side kept fragmenting and he was unable to remove it all. The patient reports that the pain has since resolved on the left side, but is still present on the right.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.